Event description:
The clinician reports the implant was inserted ((B)(6) 2025 in ada 19. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and abscess. No further patient complications were reported.